Manufacturer narrative:
(B)(4). Cartridge falls out. The analysis results showed that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, when the device package was opened, the cartridge was found to be loose in the package. Procedure completed with same/like device. There was no adverse consequence to the patient.